Event description:
There was an allegation of discrepant hbv results with the cobas®mpx kit (480t) from the cobas 5800 analyzer for 7 patient samples. Between (B)(6) 2025, the initial samples generated a reactive result for hbv. The same samples were repeated and generated non-reactive results for hbv.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The initial hbv-reactive results can most likely be attributed to a very low viral load, near or below the test's limit of detection (lod). This is indicated by the weak pcr growth curve and the late CT values. It is possible for a low viral load sample to be detected as reactive and non-reactive when tested multiple times, as these samples will have a low reactivity rate and therefore the results will weave between reactive and non-reactive. With low viral load samples, this variability in results is expected and can cause fluctuations between reactive and non-reactive outcomes. However, it also cannot be excluded that the questioned hbv-reactive result was caused by environmental contamination or by a nonspecific amplification event, which, due to the inherent nature of pcr, can occur at an extremely low frequency.